Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 523 mg/dl, 450 mg/dl. The customer gave her insulin, and then it rewinds and it winds up to reservoir fine but doesn't want to give her small increments of insulin. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.